Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (tachycardia). The root cause of the injury was unable to be determined due to insufficient clinical details. Ppae (major bleed). The cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1930001. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support following a mitral valve replacement (mvr) procedure. The patient was originally admitted to the hospital on (B)(6) 2025 was found to be in cardiogenic shock. An impella cp was placed, and a percutaneous coronary intervention was performed to the right coronary artery. Additionally, during this time the patient was septic with endocarditis which was possibly due to a recent foot infection that required a toe amputation. The patient has remained in the hospital since the impella cp explant, and the date of explant was not available in the complaint record at the time of writing this report. The patient was then taken for an mvr with a planned impella 5.5 placement following the surgery. Following a successful mvr procedure, the impella 5.5 was prepped and placed via the axillary artery, specific side was not reported, without complications. A transesophageal echocardiogram (tee) was performed and revealed that the pumps inlet was facing towards the mitral valve, and the physician attempted to reposition the device but had difficulty. Another physician came to assist and was able to successfully position the device out of the mitral valve area. Following the impella 5.5 implant, the patient was taken to the intensive care unit for rest and recovery. On support day two, it was reported that the patient had an episode of self-converting ventricular tachycardia. On support day four, tee was performed and revealed the impella was deep in the ventricle. The physician pulled the pump back one centimeter, with a final distance of 5.5 centimeters from the aortic valve area. On support day five, it was reported that the patient had a moderate amount of serous fluid output from the chest tube. The patient received two units of packed red blood cells. It was noted that the impella had to be pulled back one centimeter during the morning when tee revealed the pump was too deep at seven centimeters. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.